Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, though not verified, abstract article - 248 patients were implanted with restorelle. 17 patients reported mesh exposure following placement, 9 patients reported reoperation following placement.